Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive with a completely black screen despite being previously charged and without visible damage, and a replacement device was provided with instructions for return of the original unit. No reported injury or adverse clinical effects. Outcomes included the user transitioning to backup therapy without hospitalization. Investigation of this case revealed that the malfunction presented as a nonresponsive display consistent with a device performance issue, and the original device has not been returned for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of returned product for analysis.